Event description:
It was reported there was debris in the sterile package. The event timing was during inspection and there is no harm or delay reported. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete g2: foreign country: japan. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported. This report should be voided.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported. This report should be voided.